Event description:
As part of a legal mediation effort, on (B)(6) 2013, intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci si hysterectomy procedure on (B)(6) 2011 and was found to have a ureter injury 14 days later. Note that all of the information received is the patient's statement and no medical records were provided. The patient was diagnosed with uterine fibroids, heavy menstrual bleeding, and pelvic pain. The da vinci si hysterectomy procedure was completed as planned and the patient described her recovery from the procedure as better than expected. On (B)(6) 2011 the patient experienced a constant flow of urine that leaked from her vagina uncontrollably and at all times. This was stated by the patient to be due to a thermal burn sustained on the lower portion of the patient's right ureter. The burn was alleged to have created a uterovaginal fistula as diagnosed by the operating surgeon. The patient states that she required three additional hospitalizations with three additional unspecified surgeries during a six month course of treatment. Her treatment included the placement and replacement of long ureteral stents which caused her physical discomfort and visible blood in her urine. The patient states that the long term stenting resulted in a low tolerance for standing or walking as it caused pain and discomfort.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided does not contain any allegation of a malfunction of a da vinci system, instrument or accessory. Attempts have been made to gather additional information from the risk management group at the site, however as of the date of this report no response has been received. In addition, no previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient sustained a thermal burn on the lower portion of her right ureter during a da vinci si hysterectomy procedure. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.